Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer's caregiver reported that on (B)(6) 2018, she obtained a sensor scan result of 367 mg/dl and a result of 217 mg/dl on a competitor brand meter. Caller administered an unspecified dose of insulin, but believed "the value of the sensor was not correct so she had to correct" with an unspecified dose of oral glucose. No further readings or symptoms were provided. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no obvious defects observed. Data was extracted using approved software, sensor found to be in state 5 (indicating normal termination). Performed visual inspection on sensor plug assembly, plug was seated correctly, however observed remnants of rubber elastomer on ref (reference) and ctr (center) contacts. Extended investigation has also been performed. The returned sensor was further investigated, and the rubber elastomers on the ref and ctr contacts were measured. Both were found to be less than the established acceptable length. The returned sensor connector was tested in a simulated user environment, and readings in zone a and zone b (per parke's error grid evaluation) were observed when compared against a known good control sensor. Linearity testing was also performed on the returned sensor puck and the unit passed. There were no significant deviations observed in the results, therefore it was determined that the remnants of rubber elastomer visually observed on the contacts had no effect on the accuracy of the results produced by the sensor. This issue was not confirmed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer's caregiver reported that on (B)(6) 2018, she obtained a sensor scan result of 367 mg/dl and a result of 217 mg/dl on a competitor brand meter. Caller administered an unspecified dose of insulin, but believed "the value of the sensor was not correct so she had to correct" with an unspecified dose of oral glucose. No further readings or symptoms were provided. No further treatment was required. There was no report of death or permanent impairment associated with this event.